Event description:
The st. Jude medical representative reported that the patient received inappropriate high voltage therapy as a result of overseeing. Technical services discussed there was r-wave variability resulting in some instances of undersensing. The lead was capped.